Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with gauze. The customer reports during use, the gauze linted, resulting in pt irritation at stoma site. Pt was given gentamicin cream topically on the site.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.